Event description:
A dye study was performed on 5(B)(6) 2013 and revealed a catheter leak in the pocket site, but not at the connector site. A catheter break at the proximal segment was suspected. A revision was scheduled for (B)(6) 2013. The patient had symptoms of pain. The patient was noted to be alive and without injury. It was later reported that a culture was taken from the device pocket and revealed the patient had meningitis. The patient was having csf leakage, and the physician suspected meningitis. The patient¿s system was removed. Hospitalization was required. The patient had symptoms of headache, pain, and less than 50% therapy relief. The medications used within the system were morphine and bupivacaine. A healthcare professional later reported on (B)(6) 2013 they aspirated the pocket and sent for culture. On (B)(6) 2013 a catheter exploration and dye study was done and found ¿no obvious tear or disconnection¿. The pump and catheter were explanted on (B)(6) 2013. The patient¿s signs and symptoms included a low pressure csf headache and possible meningitis. The patient¿s outcome was noted to be an ongoing serious injury/illness. The patient was still being hospitalized for the treatment of meningitis.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type catheter. (B)(4).